Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The overlay tubing of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. Other than non-severe explant damage, there were no anomalies observed on the returned partial lead in segments. All electrical testing was within specified parameters. The full lead was not returned. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead thresholds had risen into a high range. Impedance and sensing had been stable over time. The lead was explanted and replaced. No patient complications have been reported as a result of this event.